Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. A review of the event history log found record of the reported occlusion alarm. Visual and functional tests were performed. The customer's stated problem was not confirmed through testing. Though the issue may have been caused by the downstream sensor error, it was not confirmed. The device was returned to the customer with no repair provided at the customer's request.

Event description:
It was reported that there was blockage alarm sounds, and other error messages appeared. The fault occurred while in use with the patient. There was known patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
One device was returned for repair with complaint that blockage alarm sounds, and other error messages appeared. No previous repairs were noted within the last 12 months. Review of event history log confirmed reported issue of occlusion alarm. However, no other errors or alarms were recorded. Visual/functional testing was performed. Reported issue of the occlusion alarm failure was unable to be confirmed or duplicated during repair activities. The reported issue may be caused by the downstream sensor error. The device was returned to the customer with no repair provided at the customer's request.